Event description:
During implant procedure, a sensing issue was noted on the right ventricular (rv) lead. The rv lead was attempted to be repositioned; during repositioning the helix of the rv lead failed to be extended. Rv lead damage was suspected. The rv lead was not implanted. The patient was stable.